Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call of experiencing high blood glucose. Customer's blood glucose went up to 600 mg/dl. High blood glucose began on (B)(6) 2016 and customer had not gone to the hospital. During troubleshooting, customer reported that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.